Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted after 50 months of implant due to normal battery depletion. Another guidant crt-d was subsequently implanted. The device was returned to guidant for analysis.